Manufacturer narrative:
Customer returned freestyle freedom blood glucose monitor and test strips with lot number 0631832. The complaint was not confirmed and no new issues were observed. All results were within the range specification, and no errors were observed during control solution testing. The freestyle freedom blood glucose result as reported by the customer was identified in the meter internal log.

Event description:
Customer reported receiving a result of 102 mg/dl on their freestyle freedom blood glucose monitor, and then reported to have felt dizzy and faint. Customer called the paramedics, and a result of 36 mg/dl was obtained on an unk brand of glucose monitor. Glucose was administered by paramedics en route to a local hospital in order to stabilize glucose levels. Customer was monitored at hospital for approximately 2 hours and then released. The customer does report not washing their hands prior to testing.